Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for out of range pacing impedance. In addition, a lead integrity alert (lia) was triggered for short v-v intervals/sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead also exhibited intermittent oversensing and undersensing during treated ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that that the patient¿s rv lead was reprogrammed. Shortly afterwards the patient was enrolled in hospice, and the system was inactivated.